Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, noise was oversensed on shock channel. The field representative thinks that the patient dislocated the shoulder a couple of months ago. There was not oversensing on right ventricular (rv) lead nor right atrial (ra) lead. Technical services (ts) indicated that looks like muscle movement detected on shock channel. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, noise was oversensed on shock channel. The field representative thinks that the patient dislocated the shoulder a couple of months ago. There was not oversensing on right ventricular (rv) lead nor right atrial (ra) lead. Technical services (ts) indicated that looks like muscle movement detected on shock channel. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, the implantable cardioverter defibrillator (ICD) system inappropriately shocked the patient due to a sudden decrease in the r wave, leading into t wave oversensing. Technical services (ts) highly recommend a defibrillation threshold (dft) test to confirm adequate sensing for therapy and an x ray. Additional information was received which indicated that, noise was oversensed on shock channel. The field representative thinks that the patient dislocated the shoulder a couple of months ago. There was not oversensing on right ventricular (rv) lead nor right atrial (ra) lead. Technical services (ts) indicated that looks like muscle movement detected on shock channel. Additional information was received which indicated that, this ICD was explanted and replaced. No additional adverse patient effects were reported.